Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer reported a blood glucose (bg) level of 250 (mg/dl). A pump bolus was delivered to address bg level. The cartridge was reloaded onto the pump; however, the fill estimate remained inaccurate. The customer reported that they would load a new cartridge onto the pump and contact tandem technical support if the issue persists.